Event description:
Patient was revised to address pain.

Event description:
Patient was revised to address pain. Update litigation alleged the patient suffered pain, discomfort, soreness, malaise, swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the implant site, and other injuries due to excessive levels of chromium and cobalt within the implanted asr hip.

Event description:
Update: 3/26/2014 - ppd with medical records received. Patient's originally implanted head and sleeve were revised on (B)(6) 2009 for infection. The head on this complaint replaced the original head. The cup remained in site on the (B)(6) 2009 surgery date. The original head, sleeve and stem will be reported on (B)(4). The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.